Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation and a pericardial effusion (pe) were reported. It has been reported that a versacross connect access solution kit was selected for use for a watchman left atrial appendage closure procedure. Post procedure, approximately 30 minutes after successful watchman deployment, the patient became hypotensive. Upon further examination, a perforation was discovered in the left atrium (la). Thus, a pericardiocentesis was performed to manage the effusion, followed by cardiothoracic (CT) surgical intervention. Patient was admitted to the hospital beyond standard of care, and it was later discharged. The product is not expected to return for analysis (disposed). It was also reported that multiple attempts required to track up / drop down into position on septum before tsp since the septum was extremely aneurysmal so it took some time to find the spot to cross. Due to the same reason, tenting was very heavy, thus extra caution was taken during the transseptal. Likely perforation occurred during this portion of the case since it was close to back wall during tenting. Two applications of radio frequency were needed, since it was not possible to cross in the first time. There is a potential reason to believe that the versacross rf wire malfunctioned during the procedure. Also, in the physician's opinion, the dilator did not malfunction or contribute to the ae. However, in the physician's opinion, the la was perforated during transseptal puncture, but it went unnoticed at the time and the watchman device was still places successfully. Prior to the procedure, no pe was noted on the echocardiogram. The patient was not under warfarin at the time.